Manufacturer narrative:
Occupation = non-healthcare professional- distributor. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, upon inspection within a distribution facility, an unidentified particle was found inside the flexor raabe guiding sheath packaging. The device did not make contact with any patient.

Manufacturer narrative:
Event summary: as reported, upon inspection within a distribution facility, an unidentified particle was found inside the flexor raabe guiding sheath packaging. The device did not make contact with any patient. Investigation - evaluation: reviews of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Photos provided by the customer, however, showed an unidentified, hair-like fiber loose inside of the sealed primary packaging of the product. Additionally, a document-based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. A review of complaint history showed no additional complaints for this lot. Reviews of the manufacturing instructions, specifications, and quality control procedures were also conducted, and no gaps were discovered. The product is packaged with instructions for use, which state, "do not use the product if there is doubt as to whether the product is sterile." Based on the information available, investigation has concluded that a manufacturing deficiency contributed to this incident. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.